Event description:
This ring was explanted and replaced with a sjm 25mj-501. A sjm tarn-29 was also implanted in the tricuspid position. The info received indicated the pt experienced symptoms of endocarditis and paravalvular leak after implant; however, it is unclear if this was after the initial ring implant or the mitral valve implant. Add'l info has been requested.